Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo sheath and a long piece of the vizigo sheath seemed to have sheared off as a string. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and a fourier transform infrared spectroscopy (ft-ir) of the returned device were performed following j&j medtech procedures. Visual inspection revealed no damage or anomalies on the device; however, a clear material was observed in the shaft near the handle. A fourier transform infrared spectroscopy was performed and revealed that the composition of this material was polytetrafluoroethylene (pt-fe), which is a material used in the vizigo for the inner liner, center and side lumens. For this reason, a borescope inspection was performed inside the shaft, and it was observed scrapings through the inner liner of the sheath. Also, one side lumen strand of polytetrafluoroethylene (pt-fe) was found partially detached and scratched. A device history record was performed for the finished device batch number, and no internal actions were identified. The inner liner damage and the detachment of the pt-fe could be related to the internal components exposed issue reported by the customer; therefore, the complaint was confirmed. The sheath instructions for use (IFU) contain the following recommendations: ¿ use only with compatible transseptal needle. ¿ advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. ¿ during insertion over the guidewire, use caution not to create excessive bends in this sheath. This may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly. ¿ failure to use the stylet for transseptal needle may inhibit advancement of the needle and may result in inadvertent needle puncture of the dilator/sheath assembly or skiving of material from the inner surface of the dilator. ¿ move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. Furthermore, a previous investigation demonstrated that certain variations of needles, such as brk transseptal needles xs series, have different angles and are not considered compatible with the vizigo sheath. In addition, a previous health hazard evaluation (hhe) of the sheath indicates that if the needle is reshaped with a larger curve, this will increase the forces applied by the tip of the needle as it advances through the dilator against the inner lumen. This, in turn, may increase the risk of skiving particles and, in extreme cases, could puncture the sheath and dilator. The ptfe detachment might be related to the handling during the procedure while the catheter or a needle was introduced and/or removed from the sheath using excessive force to advance. However, there is no evidence that this specific case falls under either category¿neither the use of an xs transseptal needle nor the condition described in the hhe. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 3-dec-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Device investigation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, a plastic string was observed coming out of the sheath; the material could be related to the inner liner of the sheath; however, this cannot be determined with the available information. This issue may be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A device history evaluation record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the h6. Investigation findings code of ¿appropriate term/code not available (c22)¿ used to represent the photo analysis results. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo sheath and a long piece of the vizigo sheath seemed to have sheared off as a string. It was reported that a long piece of the vizigo sheath seemed to have sheared off, believed it was during transseptal with the brk needle. After transeptal puncture was done using the vizigo and a st. Jude medical (sjm) brk-1xs needle. After ablating and isolated the left pulmonary veins, nothing unusual was seen on intracardiac echocardiography (ice). As they were almost done with right pulmonary veins, they noticed in an image on ice that looked like a long thrombus at the tip of the thermocool® smart touch® sf (stsf) catheter. The right pulmonary veins lesion were finished and they checked for isolation and slowly removed both the vizigo and the stsf from the body as they watched the image closely on ice. Apparently no fragments were left behind. There was no difficulty experienced with maneuvering or withdrawing the catheter. The products were looked at directly with naked eye, and they could see there was a string coming out of the vizigo sheath. They removed the stsf from vizigo and reinserted it revealing the string to be much longer than originally thought. The physicial damage was suspected to be on the vizigo sheath. The caller stated "the physician was keeping patient on neuro check every hour." There was no patient adverse event reported at the time of the call. The caller stated that the patient's activated clotting time (act) were at therapeutic levels the whole case.